Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone12.1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the leg for between 24 to 36 hours prior to the medical event. Medical attention was sought on (B)(6) 2026, while the patient was wearing the pod. The patient expressed a belief that the event may have been related to the pod, as symptoms improved following pod removal and replacement; however, the patient was unable to confirm a definitive causal relationship. The patient experienced hyperglycemia with elevated ketones and presented to the emergency room for evaluation. The emergency room visit lasted approximately four to five hours, and the patient was discharged on the same day. Reported symptoms included abdominal cramps, vomiting, fever, dizziness, cognitive changes, visual disturbances, and generalized pain, including significant pain beneath the ribs, more pronounced on the left side. These symptoms prompted the emergency room visit. The hospital diagnosis was diabetes mellitus, described as a chronic metabolic disorder characterized by high blood sugar (hyperglycemia) caused by insufficient insulin production or improper use of insulin. Treatment consisted of insulin administration and hydration recommendations, with instructions to return for medical care if symptoms recurred. At the pod wear site, the patient reported swelling/edema and observed hemorrhage/blood loss/bleeding following pod removal. The cannula appeared normal, and no insulin leakage was reported. The patient successfully activated a new pod and resumed insulin delivery.